Event description:
A physician reported that a 25-year-old male pt experienced a corneal ulcer while using renu with moistureloc multi-purpose solution. The pt first noticed his symptoms in 12/05 and initially presented to the emergency room on 1/3/06. It is unk if the pt was admitted. He was prescribed garamycin. The pt was then referred to the reporting physician in 1/06. An isolate of the corneal ulcer was obtained which was positive for fusarium. The pt was subsequently precribed natamycin and zymar. The pt's condition resolved.